Manufacturer narrative:
Report confirmed. The device was tested and the rate of temperature rise was measured to be 80°f in 25.22 seconds which exceeds maximum specification. In addition, the rate of temperature rise was above threshold at 6.1°f/second at the mid-motor location. Initial diagnosis indicated the rear motor bearing and the rear collet bearing were worn. Engineering evaluation was performed. The collet bearings felt gravelly and lubricant deficient when manually rotated. The motor rear bearing had become metallic powdery fragments. The motor¿s rear bearing inner race was seized onto the rotor shaft. Gouging of the rotor would be attributed to the rear bearing debris. The mid-motor overheating was caused by the additional supply current required to maintain motor speed due to the elevated frictional load condition, which was caused by rear bearing debris lodged between the rotor and the stator. This type of failure is associated with (B)(4). Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient impact and no delay in the case. Repair request escalated to product event based upon reason for return. On follow up the facility could not provide any additional information.